Event description:
The patient was revised to remove proximal/distal screws from versa femoral nail, but it was discovered that the distal screw was broken. Part of the screw still remains in the patient.

Manufacturer narrative:
Examination was not possible, as the product was no returned. A search of the complaint database found no prior reports for this part and lot number combination. Although the complaint is non-verifiable, provided information states the product is not suspected of contributing to the reported event. Based on the investigation, the need for corrective action is not indicated.